Manufacturer narrative:
Additional info has been requested. The device history records (DHR) for the device was reviewed and there were no unusual findings related to the reported issue and the product was released according to company acceptable criteria. Investigation including root cause analysis is ain progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A healthcare professional reported a pt with flap striae of the right eye flap oat fourteen day lasik post-operative visit. Additional info from reporter indicated flap was lifted and stretched without complication. Additional info has been requested. Uf ref #(B)(4).